Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01329. This report is being submitted as additional information. The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 74 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvad was not explanted and will not be returned for evaluation. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with gastrointestinal bleeding (gi). The patient reported that during the event, low flow alarm was observed on their system controller. The patient was schedule to transfer to the implanting hospital however; prior to transfer the patient coded and cardiopulmonary resuscitation (CPR) for hypotension was needed. Bright red blood was observed from nasogastric tube (ng) and percutaneous endoscopic gastrostomy (peg) tube. The patient was transfused, and was treated with fluid resuscitation, empiric octreotide, and levophed. A decision by the family was made to withdraw care and the patient expired on (B)(6) 2018. No additional information provided.

Event description:
Additional information was received on 22 mar 2019 that the cause of death was cardiac arrest.

Manufacturer narrative:
Investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. A decision by the family was made to withdraw care and the patient expired on 17mar2018 due to cardiac arrest. The heartmate 3 lvad, serial number (B)(4), was not explanted and will not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The evaluation of the returned pump did not reveal any device-related issues. The pump was returned assembled with the pump cable severed approximately 2" from the pump. The pump cable and modular cable were not returned. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The apical cuff was returned and engaged with the cuff lock. Evaluation of the device's blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.